Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 166184: (B)(4) items manufactured and released on (B)(6) 2016. Expiration date: 2021-10-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision surgery for infection and the pathogen is unknown. At about 4 years and 8 months post primary the surgeon performed a washout and revised the liner. The surgery was completed successfully.